Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On (B)(6) getinge became aware about an issue with one of the washer-disinfector: 9027. As it was stated, the device was stopped in the middle of the cycle, the door was open and steam leaked into the room. There was no injury reported, however we decided to report this issue based on the potential as any unexpected steam leak might led to an adverse event.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the received incident is the 6th one registered in the getinge complaint handling systems for issues where unexpected steam leak from parts available for the customer occurred. In no previous case a serious injury or worse occurred and all were reported based on the potential. On 5th august getinge became aware about an issue with one of the washer-disinfector: 9027. The received allegation was pointing to an occurrence of a37 safety alarm on the dirty side door, which caused a device being stopped in the middle of the cycle and opening of the door. The situation resulted in a steam leak. There was no injury reported, however we decided to report this issue based on the potential as any unexpected steam leak from parts facing or near to the customer might lead to an adverse outcome. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. During the investigation course, we were able to establish that the hot steam leaked from the door opened during the cycle. The door opened because of the safety line alarm being triggered. The safety line mechanism was found to be loose (loosened safety bracket) and was most likely activated during the process by a slight touch (e.g by movement of loading racks or even a water splash). The getinge technician, who visited the customer, repaired the device by adjusting the part. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer rference number (B)(4).

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.